Event description:
It was reported that the procedure was to treat a lesion in the circumflex artery with mild calcification. The 2.5 x 15 mm trek balloon catheter was prepared per the instructions for use, prior to use in the anatomy. The trek was advanced to the lesion for pre-dilatation. Slight resistance was noted with the stenosis near the bifurcation. The trek was inflated to 12 atmospheres (atm); however, a balloon rupture occurred. The trek was removed without issue. No additional dilatation was needed and a xience prime stent was implanted to treat the lesion. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.